Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 1 implanted mitraclip, clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient presented with functional mitral regurgitation (fmr) grade 4 with a large jet at the anterior 2 (a2) and posterior 2 (p2) leaflet origin. The first 2 clips were implanted at the a2-p2 without reported issue. Moderate mr remained so a third clip was attempted. During implantation of the 3rd mitraclip ((B)(4)), the 3rd clip possibly interacted with the 2nd implanted clip ((B)(4)) while descending into the ventricle. The 2nd implanted mitraclip detached from the anterior leaflet and remained attached to the posterior leaflet, a single leaflet device attachment (slda). The mr increased from 1-2+ to 3-4+. The 3rd clip was successfully implanted close to the 2nd detached one in order to stabilize it. The final mr was 2+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided the reported single leaflet device attachment (slda) and device damaged by another (damaged) appears to be due to user technique/procedural circumstances. The additional therapy/non-surgical treatment was a result of case-specific circumstances as the third clip was implanted close to the second clip to stabilize it. There is no indication of a product quality issue with respect to manufacture, design or labeling.